Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported the patient experienced allergic reaction due to the use of nontemplate aligner arch.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The evidence provided (allergic reaction checklist) indicates that the patient does not report any allergic reactions to food, drugs, pets, or other common allergens. However, the patient reports symptoms such as severe headaches/migraines, neck pain, and blurred vision leading to migraines. The patient did not indicate having undergone any allergy testing for the product. After reviewing the records generated during the manufacturing process (DHR), the incoming inspection records, and evidence provided (allergic reaction checklist and return), we found no evidence or deviation in the records reviewed, indicating that the defect could have been generated during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.